Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
It was reported that the ventilator's battery does not hold a charge. There was no patient involvement. The service engineer (se) inspected the device. The se found the battery was manufactured 11/2015. The se advised the customer that parts were no longer available for repair. The unit was tagged to be removed from service.